Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device service is required. There was no report of serious injury or harm. There is medical intervention was specified. The device was returned to the third-party service center. And observed the pcba burned. The customer complaint was reproduced. There was four error has been identified. The device was scrapped.